Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 36 mg/dl. Patient's current bg: 378 mg/dl. Customer had treated with food. Patient has been experiencing low blood glucose. Customer reports a low blood glucose during cosmetic damage troubleshoot. Customer states the drive support cap appears normal (slightly indented). Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer states she may have over treated with the insulin pump. The insulin pump will not be returned for analysis.